Event description:
It was reported that an all-in-one empty container (1000 ml) with 3 lead transfer set had restricted flow and only allowed solution to be transferred to it at a very slow rate from a glass IV bottle. The reporter stated that they were able to get the first vial to connect as expected, but the issue occurred on subsequent attempts. Due to this event, manual transfer using a syringe was performed. This occurred before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.